Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: poor reduction of the unknown plate and 7 screws has been reported. The surgeon was not satisfied with the reduction achieved by the operating surgeon. Patient is older than (B)(6) with injury on the right side and primary surgery was being performed. This report is for unknown screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Patient was older than (B)(6). Exact age of the patient is unknown. To this report is for 7 unknown screws. No information about the part was provided. The investigation could not be completed and no conclusion could be drawn as no device was returned and no part number or lot number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.